Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection found that the y connector pvc was disconnected from the tubes. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be improper assembly by the operators during the manual assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uromatic administration set had poor component assembly, which was further described as the spike separating from the tubing. This occurred during set-up. There was no patient involvement. No additional information is available.